Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to moisture damage on keypad traces also, unable to prime during prime/a33 test due to faulty force sensor resistor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad, a weak battery alarm, a low reservoir. The customer also had a low blood glucose reading of 40 mg/dl. The customer's current blood glucose was 107 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).